Event description:
The user facility returned an oes bronchofiberscope to the service center. During a standard inspection and estimation of the returned device, black spots were observed. It was also observed that the image guide corrugated tube coating was peeling. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image guide bundle was found to be severely broken. The coating of the insertion tube was peeled off. Scratches were found throughout the body of the scope. The bending section tube and flexible tube of the insertion section were crushed, the insertion tube was broken, the universal cord was collapsed and the angle of the bending tube was abnormal. The forceps and cleaning brush could not be inserted smoothly as the forceps channel was crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.